Event description:
It was reported that one month and twenty days post stent placement procedure, the patient allegedly had pain and on imaging diagnosis it was detected that the stent allegedly found to be twisted. It was further reported that the patient had to undergo a new arteriography. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified .

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Provided x-ray movie demonstrates the placed stent in the proximal sfa; the stent struts of the placed stent are not visible in detail but the stent contour like an hour glass confirms stent twisting and subsequent fracture. Provided movie indicated that balloon dilation was performed. Based on the investigation of the provided information, the investigation is confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The instructions for use state: 'the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established.' H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty days post stent placement procedure, the patient allegedly had pain and on imaging diagnosis it was detected that the stent allegedly found to be twisted. It was further reported that the patient had to undergo a new arteriography. There was no reported patient injury.